Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that patient developed a hematoma post-implant. Pocket was opened and cleaned. Patient was in good condition post-procedure.